Event description:
It was reported that the drill wire is worn and runs out of round. It was noticed after the surgery. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the surface around the 2.8 mm guide pin was chipped and scratched. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.